Manufacturer narrative:
(B)(6). The lot was manufactured july 8, 2015 ¿ july 9, 2015. The device was received for evaluation with approximately 49 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The device was filled with fluorouracil diluted with 0.9% sodium chloride. The total fill volume was 96 ml and the concentration was 50 mg/ 100 ml. A carrying bag was used at waist level. The flow restrictor was taped to the patient¿s skin at the same height as the reservoir and was not in contact with any cooling source. The device was brought to room temperature before use. Priming was performed, flow was verified, and the patient line was open. There was no report of patient injury or medical intervention associated with this event. No additional information is available.